Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the reported issue was on cardioplegia side. Therefore the reported event is not likely to result in serious injury or death and has been re-assessed as non reportable.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating fast enough during procedure. There was no report of patient injury.